Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a dexcom g7 sensor pairing failure with the ilet system, and the user was guided through magnet activation, pump restart, and advised on pairing wait time with instruction to replace the sensor and contact the cgm manufacturer if connection did not establish. Symptoms included no reported change in blood glucose. Outcomes included no adverse health impact and no medical intervention. Investigation included user education and on-call troubleshooting focused on communication and pairing procedures. Investigation of this case revealed a suspected cgm communication or pairing issue with no ilet pump malfunction identified during the call. It was concluded, based on previously established findings for similar reports, that the cause was likely external to the pump and related to cgm pairing behavior.